Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach via the right femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. The balloon was inflated for three times at 6 ,10, 14 atmospheres respectively. However, during the third inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.